Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to the boston scientific corporation that an injection gold probe¿ was prepared for an esophagogastroduodenoscopy (egd) procedure in the patient¿s esophagus performed on (B)(6) 2016. According to the complainant, during preparation, there was a tear noted in the packaging that compromised the sterile barrier. The procedure was completed with a second injection gold probe¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine".

Manufacturer narrative:
The device was returned unpacked and the package was not returned; however, the device was visually evaluated and no failures were noted. The reported complaint was not confirmed. It is difficult to associate the reported failure to some root cause since the package related to this complaint was not returned by the customer. Therefore, the most probable root cause classification for the reported failure is ¿undeterminable¿. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to the boston scientific corporation that an injection gold probe was prepared for an esophagogastroduodenoscopy (egd) procedure in the patient's esophagus performed on (B)(6) 2016. According to the complainant, during preparation, there was a tear noted in the packaging that compromised the sterile barrier. The procedure was completed with a second injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".